Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller indicated that they were in a case in which the doctor was having difficulty getting the wrench in 0-7 setscrew. The physician tightened screw on 8-15. Checked the 0-7 setscrew again and the screw came out of the grommet with the wrench. The physician was able to reinsert the screw and torque it down. The caller indicated that the impedance values were all normal and the did not need to replace the ins. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services (tss) reviewed information about using the ins. The rep reported there were no known contributing factors. The cause was not determined, but the hcp was able to get the screw in to the stimulator and secure the lead.